Manufacturer narrative:
This event occurred in (B)(6). All qc passed. Liquid flow cleaning was last performed on 20-feb-2020. Pinch tubing was replaced on 08-jan-2020.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 e 601 module. The initial result was 40.77 ng/l. The sample was repeated twice with results of < 5 ng/l. The result in question was not reported outside of the laboratory. The troponin t hs reagent lot number was 429066. The expiration date was not provided.

Manufacturer narrative:
The field service engineer was not dispatched for this issue due to covid-19 pandemic. There have been no further erroneous results reported from the instrument. The high result is consistent with a sample issue. Sample integrity is the customer's responsibility.